Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: opening curved on radius. Leak test and microscopic analysis was performed which identified: striated opening on radius and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: d9 g1 g2 h3 h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend analysis results: no patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak ((B)(4)) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted